Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow up. It was reported that the ventricular lead exhibited noise and high impedance. The lead was revised. No additional information was available.